Event description:
Loose cemented patella removed. Poly insert exchange, no patella re-implanted. According to dr cement failure caused patella to loosen. The cement particles imbedded in tibial plastic cussing accelerated wear.